Event description:
No additional information.

Manufacturer narrative:
One sample was received by our quality team for evaluation. Upon visual inspection, it was observed that there was foreign material on the cylinder bell of the syringe; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The sample was sent for analysis performed using infrared spectroscopy (ir) which determined that the foreign matter corresponds to a polymer, indicating that it is a material with characteristics similar to the resin used in the manufacture of the barrel. Based on the quality team's investigation, the root cause of the resin foreign matter was likely generated during movement of the device within manufacturing equipment. An inspection was carried out on the involved production line, where plastic residues were identified in the cylinder transfer bowl. This issue is attributed to the cylinder positioning guide having a lower height than specified, causing the cylinder to jam, break, and generate plastic particles. Actions have been put in place in response to this report. This incident has been added to our database of reported incidents.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll s/c 50 had foreign matter. The following information was provided by the initial reporter: material #303310. Lot #5015722. Verbatim: bd 20ml luer-lok tip IV syringe found with white particle stuck to inside of plunger rubber.